Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The customer was hospitalized for alleged high bgs on (B)(6) 2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the bolus listed on the event date (B)(6) 2023 in the pump history file. On (B)(6) 2023 07:42:12.000 normal bolus delivered bolus programming method = bolus wizard normal bolus amount programmed = 5.6 bolus amount delivered = 5.6 please see below for the daily total of all insulin delivered on the event date (B)(6)2023. On (B)(6) 2023 00:00:00.000 dailytotals daily total collection start time = (B)(6) 2023 00:00:00.000 daily total of all insulin delivered = 17.625 daily total of basal insulin delivered = 12.025 daily total of bolus insulin delivered = 5.6 there were no auto suspend (12) alarm noted in the pump history file. There were no user suspended alarm noted on the event date (B)(6) 2023 in the pump history file. The pump passed the functional testing. Unable to confirm alleged high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 584 mg/dl at the time of the event and also reports pump is not delivering insulin. The customer was treated with the insulin pump, rushed to emergency room and manual injection and the customer experienced symptoms, headache and feeling tired. The customer was also hospitalized and had experienced the symptoms of weak, dizzy and nausea. Troubleshooting was performed and found that the customer was using the insulin pump within 48 hours of the reported incident. It was also found that the auto mode feature was inactive at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.